Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent to a severely calcified lesion. The stent could not cross the lesion and dislodged. The dislodged stent was retrieved from the patient. The physician then completed the operation with another stent. No clinical sequelae were reported. Evaluation summary: the stent dislodged from the balloon; crimp baked impressions were visible on the balloon profile; balloon folds were partially opened; no damage evident to distal portion of the tip; three stent struts on one side were intact while remaining stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology - severe calcification, 90% stenosis. Failure to deliver and stent dislodgement. The device caught in guide catheter. Conclusions: lesion morphology - severe calcification, 90% stenosis. Guide catheter. (B)(4).